Event description:
It was reported that; "dr ordered custom inserts for a vak. Customs made inserts. In 2008, dr implanted inserts. New custom inserts did not properly fit along tibial baseplate rails. Appeared too wide. Dr. Modified the portion of the insert that slides into the baseplate to allow it to seat properly. Opened but did not use new locking pin as it did not look identical to old locking pin.

Manufacturer narrative:
Device eval anticipated, but not yet begun. If device becomes available with additional info, a supplemental report will be issued.